Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed, lens damage issue found during the investigation. Issue caused by the customer. Replaced scratched lens and liquid crystal display.

Event description:
It was reported that there was a liquid crystal display bleed and lens damage. No patient injury reported.